Event description:
It was reported that "the resectoscope sheath of this model was put into use at the hospital on (B)(6) 2025. On (B)(6) 2025, a fracture occurred at the hollowed-out rear end, and fragments from the breakage entered the patient's bladder. The surgeon immediately used grasping forceps to retrieve the fragments. The entire procedure was delayed by approximately 20 minutes." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).